Event description:
Prytime is filing this report in an abundance of caution due to the presence of an introducer sheath, which may have contributed to the development of a pseudoaneurysm. The introducer sheath is manufactured and labeled by the OEM and included in prytime's convenience kit. This case involved an 83-year-old patient who was presented to the facility after being involved in a head on motor vehicle crash. The patient sustained fractures in all four extremities and was a transient responder to one unit of blood. In addition, the patient was a breast cancer survivor with bad lymphedema. Percutaneous access was gained at the left common femoral artery (cfa) and the reboa balloon catheter was placed. There were no issues encountered with the use of the catheter and sheath during the reboa procedure. A CT revealed the patient had a severe splenic laceration requiring the removal of the spleen. Once the surgical procedure was completed, the catheter was removed without issue and the sheath remained. The patient was transferred to ICU and placed on a low dose of levophed and vasopressin with stable hemoglobin. The patient's lactate remained elevated. The following day, a pseudoaneurysm was noted at the sheath insertion site. Care was later withdrawn due to the severe nature of the patient's motor vehicle collision injuries in accordance with the family's wishes. Upon investigation of this incident, the presence of the introducer sheath within the bloodstream could not be ruled out as a potential contributor to the development of the pseudoaneurysm. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure of the kit components, the kit, or its labeling.